Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and was no treatment for the high blood glucose. The customer was no symptoms reported related to their high bg. The customer reported a crack on the back of the pump battery compartment and an insulin flow block. Troubleshooting was performed and the damage did not occur while using a silicone case. It was unknown whether the auto mode feature was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals there are a total of fifteen (15) no delivery (insulin flow blocked) alarms during may 2023, listed below: 05/01/2023 08:16:24 faultnumber: nodelivery (7) during a cl1foodbolus delivery. 05/14/2023 12:47:58 faultnumber: nodelivery (7) during a cl1bgcorrectionplusfoodbolus delivery. 05/14/2023 13:59:16 faultnumber: nodelivery (7) during a cl1bgcorrectionplusfoodbolus delivery. 05/14/2023 14:22:26 faultnumber: nodelivery (7) during a cl1foodbolus delivery. 05/14/2023 15:07:57 faultnumber: nodelivery (7) during a cl1bgcorrectionplusfoodbolus delivery. 05/15/2023 12:37:52 faultnumber: nodelivery (7) during a cl1foodbolus delivery. 05/15/2023 13:41:36 faultnumber: nodelivery (7) during a cl1foodbolus delivery. 05/15/2023 14:24:10 faultnumber: nodelivery (7) during a cl1foodbolus delivery. 05/15/2023 15:38:00 faultnumber: nodelivery (7) during a cl1foodbolus delivery. 05/16/2023 07:18:34 faultnumber: nodelivery (7) during a bolus wizard delivery. 05/16/2023 20:50:04 faultnumber: nodelivery (7) during a bolus wizard delivery. 05/16/2023 20:51:54 faultnumber: nodelivery (7) during a bolus wizard delivery. 05/16/2023 20:53:12 faultnumber: nodelivery (7) during a bolus wizard delivery. 05/17/2023 19:26:00 faultnumber: nodelivery (7) during a bolus wizard delivery. 05/17/2023 19:26:37 faultnumber: nodelivery (7) during a bolus wizard delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, stained serial number label, and pillowing keypad overlay. Insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm noted during testing. High bg anomaly is not confirmed. The pump passed all functional testing. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.